Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate shock during exercising. Review of the egm transmitted via merlin.net revealed svt with rapid ventricular response falling in the vf zone. Atp accelerated the rhythm and hv shock successfully converted the rhythm. Further actions will be discussed with the physician. No programming changes were made yet. The patient will continue to be monitored.